Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name specify surescan; product ID 977c265 (serial: (B)(6); product type: 0200-lead; implant date (B)(6) 2016 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Caller reports patient was scheduled for a normal ins battery replacement. Caller reports the 8-15 port lead came out fine, but the 0-7 port lead appears to be corroded. Caller reports the physician has removed the setscrew, can feel the lead pulling out slight, 0-7 lead is budging out a little bit, physician do not want to damage the lead. During the call, physician indicated this happened before to another patient, where he had to take the header out completely to save the lead. Caller have no further information on this patient or situation. Caller reports physician is going to try and take apart the ins header.

Manufacturer narrative:
Continuation of d10: product ID 977c265 serial# (B)(6). Implanted: (B)(6) 2016. Product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt reported experiencing constant back pain since receiving the new implant (ins), a symptom they did not have previously. Pt suspected corroded lead was causing the pain and reduced function on the left side. Pt mentioned meeting with hcp yesterday to report the issue, but felt their concern was dismissed. Pt indicated that physical therapy was attempted without relief and is now taking pain medication not previously needed. Pt expressed interest in seeing a different hcp. Agent emailed pt with physician listings attached and provided nas phone number.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the rep. Rep clarifies they don¿t have the leads from this event as they are still in use with the patient¿s new system.

Manufacturer narrative:
H3: no analysis was performed due to non-complaint. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). Rep reports the cause of the lead corrosion was not determined. The issue has not been resolved and no further actions are planned to resolve the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.